Event description:
A high blood glucose level was reported, though the specific value was unknown and displayed as "high." Cause was not known. The customer administered a correction injection via multiple daily injections, replaced the infusion sets and cartridges before contacting support, and was instructed by tandem technical support to inspect various components and replace supplies as necessary before resuming insulin therapy.